Event description:
Nursing reports that large volume ivs with mvi form bubbles in the line which sets off the alarm. It only happens when the IV has mvi and problem has not been noted with other tubing.